Event description:
It was reported that during a da vinci-assisted surgical procedure, a co2 leak was noticed, and a crack was observed in the universal seal, on the threaded part. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the damage resulted in a rapid loss of insufflation or pneumoperitoneum causing reduced visualization. The part was exchanged with another universal seal to continue the procedure.

Manufacturer narrative:
An image was provided for review and shows the universal seal with a crack on the luer port, a threaded portion of the device that connects to a hose. This part does not enter the patient. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.